Manufacturer narrative:
Company comment: the serious event of mass at implant site and the non-serious event of device ineffectiveness were considered expected and possibly related to the treatment. Seriousness criteria include the need for surgical intervention to prevent permanent damage. The potential root cause is the treatment procedure and a more specific cause cannot be established based on the available information. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: sculptra-no corrective or preventive actions are deemed necessary based on the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a female patient of an unknown age, concerning herself. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with sculptra to unknown location (unknown amount, lot number, injection technique and needle type). After the injection of sculptra, the patient reported that the product did not provide effect (device ineffective) and she had experienced some lumps (implant site mass). As corrective treatment to the lumps, the patient underwent a surgery to remove them. Outcome at the time of the report: some lumps was unknown. Product did not provide effect was unknown.